Event description:
Related manufacturer report number: 2017865-2025-15142. It was reported that the patient presented for follow up via merlin.net. A review of the transmission revealed under-sensing exhibited by the right atrial (ra) lead. The patient experienced dyspnea. A subsequent chest x-ray revealed ra lead dislodgement. The patient was scheduled for replacement and the lead was explanted.